Event description:
It was reported that the insulin pump's screen had black lines and it was fuzzy. The customer took the battery out of the insulin pump but it did not respond. Customer's blood glucose level was 4.4 mmol/l. The insulin pump had a crack where the battery cap goes in. Discoloration was visible around the reservoir compartment opening. Moisture was also visible inside the insulin pump's screen. The insulin pump got wet in the rain. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected blank lines or fuzzy display anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, display window and belt clip slot. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.